Manufacturer narrative:
An olympus field service engineer (fse) was onsite to troubleshoot and investigate the device. Upon evaluation, the fse found that the sample port was falling. The leak was low to moderate and a once of liquid filled a small dixie cup. The fse concluded that the point of failure was related to the sample port. The fse attempted to clean out the port and reseat the o-ring; however, the issue persisted. In addition, the fse noted that the drain connector was very worn. The fse replaced the entire port and discovered no further issues with leaks. The equipment was inspected, repaired, tested, and validated to specifications. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the endoscope reprocessor is leaking acecide from the disinfectant removal port. The event occurred during reprocessing. During a standard service inspection onsite, incomplete disinfectant preparation process was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is possible that the port of the equipment was broken due to wear. As a result, acecide leaked and disinfectant preparing process could not be completed. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspecting the connectors check the following for each connector. - the connector should be fixed firmly. - the o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus." Olympus will continue to monitor field performance for this device.